Manufacturer narrative:
The device involved will not be returned to the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
Medwatch with (B)(4) received with the following information: on, (B)(6) 2018, when placing the patient in the prone position, while in pins, the patient slipped out of the pins. The surgeon stated that the mayfield was not working properly and at the time asked for new pins and a new mayfield headpiece. Surgeon asked for betadine, suture, hemostat and scissors to close wound on head. Surgeon asked for the headpiece to looked at before using again. Equipment tech was notified. The wound caused to the patient was cleaned and closed. The mayfield was replaced for that case and removed from service. The mayfield representative was called in to examine all of the mayfield positioning aids that the user facility had in the or. The sales representative did not find any that were in need of repair or that malfunctioned. The mayfield that malfunctioned during this particular case was also looked at as part of the examination. There was no malfunction found for that piece of equipment that failed during the case. No identifying information on the device is available.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, therefore the failure mode cannot be confirmed. No serial number was identified, as such a DHR review could not be performed. Root cause cannot be not determined at this time.